Manufacturer narrative:
(B)(4). Additional information was requested. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the event reported the device was functionally evaluated. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clips were placed on the cystic artery and everything went as expected in the original procedure which was performed in the morning at 1030. The patient was returned to the or later the same day. The clips had come off of the cystic artery and there was abdominal bleeding. An exploratory laparotomy was performed and sutures were used to stop the bleeding. No transfusion of blood products were required. The patient is stable.